Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the affiliate that the hdh05 blades, used with a hp050, would not activate. Another device was used to complete the case. There was no consequence to the pt. The devices were discarded.